Manufacturer narrative:
Method: (B)(4) conducted a re-review of the product history record for tutomesh bovine pericardium, packaging production records, environmental monitoring, product specification, distribution database for related complaints associated with the lot. Results: one departure was noted during the records re-review associated with an exceeded endotoxin level for some products that were sterilized in the same tutoplast run. Investigation results indicated that all affected grafts were destroyed and serial ID (B)(4) was not negatively impacted by the departure. The xenograft underwent a validated sterilization methodology; tutoplast®, which includes terminal sterilization by gamma irradiation after final packaging. (B)(4) has manufactured and distributed (B)(4) tutomesh grafts from lot nz13490092 without related complaints. Environmental monitoring data generated during and around the time of processing were acceptable. According to the records re-review, serial ID (B)(4) met (B)(4) specifications and final release criteria prior to distribution. Conclusion: given the facts that: the xenograft underwent a validated sterilization methodology; tutoplast®, which includes terminal sterilization by gamma irradiation after final packaging; serial ID (B)(4) met all (B)(4) specification and final release criteria prior to distribution; environmental monitoring data was acceptable; there are no related complaints associated with xenografts distributed from the lot; and additional information provided to (B)(4) indicated that erythrocytes and granulocytes were noted to be present during the revision procedure without any purulent material noted, it is more plausible that the patient's post-operative outcome was associated with a source or event extrinsic to the xenograft implant.

Event description:
(B)(4), received a complaint which indicated the patient was diagnosed with breast cancer and underwent a breast reconstruction procedure on (B)(6) 2015. On an unknown date, the patient developed wound healing complications for the left breast without any microbiological or histological findings. On unknown dates, the patient underwent neoadjuvant chemotherapy. On (B)(6) 2015, the patient underwent a left breast revision procedure at which time it was noted that the graft had dissolved. In (B)(6) 2016, the patient underwent a third bilateral breast surgical procedure with implantation of two grafts (manufacturer is unknown) without utilization of a membrane. On 02/08/17, additional information was provided to (B)(4) which indicated the patient received neoadjuvant chemotherapy prior to the implantation of the rti graft in (B)(6) 2015. During the revision procedure in (B)(6) 2015, it was noted that the graft had dissolved completely and erythrocytes and granulocytes were present without the presence of purulent material. Scar tissue was also noted to have been present. No additional information was provided regarding the right breast.